Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 318 mg/dl and diabetic ketoacidosis (dka); cause was an undefined malfunction. Reportedly the customer attempted to reset the pump but was unsuccessful. The customer then went to the ER to receive an alternate method of insulin therapy. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged (B)(6) 2025 with no permanent damage sustained. The customer reverted to an alternate method of insulin therapy.